Event description:
"Was asked by pt's nurse to add a y-type extension set when I hung pt's cytoxan so that both chemo and hydration could infuse simultaneously into pt's single lumen porta-cath. Stopped the hydration and attached the pre-primed extension set and was about to start the cytoxan and noted a new quarter sized spot of blood on the pt's shirt. Blood was backing out of pac into extension set & leaking from just above the male luer- lock adapter. Started to remove it & the tubing slipped out of the luer-lock adapter. "Report continues; "clothing stained -no other harm to pt."